Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when holding the pump to change the cartridge the pump shocked the contact. No alarms were reported. There was no reported impact.